Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage. A functional inspection was performed with a vitality screw (07.02000.075 lot t09180) and found the driver to successfully mate and tighten to the screw as expected. Root cause: a definitive root cause cannot be determined with the information provided. No device problem was found. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical's control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that intra-operatively, a vital screwdriver would not tighten the tulip due to tip deformation. Another screwdriver from the set was used to complete the case and there was no patient impact.

Event description:
It was reported that intra-operatively, a vital screwdriver would not tighten the tulip due to tip deformation. Another screwdriver from the set was used to complete the case and there was no patient impact.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.